Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 196 mg/dl. The customer reverted to an alternate method in insulin therapy.